Event description:
It was reported that the lead's failure to capture resulted in the patient's rate to drop into the low 40's. It was also reported the lead experienced unacceptable thresholds and sensing difficulty. After several attempts to reposition, the lead was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead was returned and analyzed.